Event description:
Approximately nine months post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. Both the batteries were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that the batteries have been received and are awaiting further analysis. Product remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The reported event indicates an issue with the performance of a controller power source. The reported batteries ((B)(4)) were exchanged and returned to heartware for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The devices passed visual examination and functional testing; the analyzed device performed per specification under testing conditions and could not duplicate the reported malfunction. The reported event was confirmed via review of the controller log files, which revealed multiple series of premature battery switching events on the date of the reported event. The returned batteries passed visual inspection and functional testing in a lab environment. While the exact cause of the reported event cannot be conclusively determined, controller log file data indicates that the most likely root cause of the event is a communication error between the controller and the connected battery. Heartware has opened an internal investigation to evaluate these types of issues. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Both batteries are part of a field safety recall. Both returned batteries ((B)(4)) passed visual inspection and functional testing in a lab environment. During testing, none of the battery cell pairs exhibited voltages below the accepted level and the full charge capacity remained above the required threshold. Log analysis indicates that there were a series of premature battery switching events in each battery. While the exact cause of the reported event cannot be conclusively determined, the log file data points toward a potential communication anomaly between the controller and the connected batteries. However, both of these batteries performed per specifications under testing conditions. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller.